Event description:
It was reported the colonovideoscope had foreign material in the channel. The issue occurred during prepararion for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material in the channel. The issue occurred during prepararion for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): d8, d9, h4 and h6. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leak caused by breakage of right/left and up/down angulation control knobs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.